Event description:
Affiliate reported that the spoon curette broke during the surgery into the vertebral area. So the surgeon had to spend time to find the product inside the patient. There was no injury to the nerves. It is not known how long the delay was in surgery.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.